Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot# / serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have not been using their ins battery supply because it has been at 100% for quite a few days. Patient said they noticed this issue about 3 days ago. Patient said they went to the mystim rc app to check on the implant status and saw not found communicator message. Patient reported that the communicator is charged and turned on and they already tried entering the communicator when prompted but it is not working. Agent walked patient through resetting the communicator and closing out of running apps. Patient was able to successfully connect to their implanted neurostimulators and confirmed therapy was off. Patient then turned therapy on during call for all programs on group a. Patient asked why stim was off and agent then asked patient if the ins battery died recently. Patient said yes it was down to 0%. Agent reviewed stim turns off when the ins battery depletes and does not automatically turn back on when the ins is recharged. Patient was not aware of this. Patient mentioned that they have to charge their battery every 2 days. The troubleshooting steps that were taken on the call resolved the issue. Patient reported they are disappointed with the stimulator as it has not taken the pain in their face away and has done nothing for this pain since the beginning (when scs was implanted). Patient said they are still taking 2 "lyrica" in the morning and have not experienced having no pain in their face. Patient said that they are on group a and the program for their facial pain is set to 2.4 and for their lower back it is 3.2. Agent reviewed therapy information and general programming guidance with the patient. Patient said that they have already tried increasing stim but don't know how to change groups/programs. Agent reviewed how to do this but it was discovered patient only had group a available. Agent redirected to hcp/mdt rep for reprogramming if they feel the current options they have available do not suffice. Patient expressed frustration with hauling the external equipment around between 2 different houses and said it is a pain in the ass. The patient was redirected to their healthcare provider to further address the issue.